Event description:
On (B)(6) 2012, the patient contacted animas alleging that on (B)(6) 2012, she was taken to the ER with blood glucose (bg) over 600mg/dl and vomiting. The patient was reportedly admitted to the ICU with a diagnosis of diabetic ketoacidosis. The patient was reportedly removed from insulin pump therapy and was placed on IV fluids and an insulin drip. The patient stated that her bgs resolved and at the time of the call to animas customer technical support (cts) her bg was 120mg/dl. The patient stated she was to be discharged from the hospital on insulin injections. The patient stated that prior to going to the hospital, she attempted to resolve the elevated bg by changing out the site twice and switching to a new vial of insulin, but her bg did not resolve. The patient denied any bent cannulas or scar tissue. The patient stated that she thinks the pump is malfunctioning and she wanted it replaced, noting that she will not go back on insulin pump therapy until she receives a replacement pump. The pump was unavailable for review at the time of the initial contact. Cts has attempted to reach the patient for follow up and troubleshooting, without success. This complaint is being reported due to the reported hyperglycemic event requiring medical intervention and due to the allegation that the pump is malfunctioning.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box indicated that the data from the time of the reported event was unavailable for review due to continued pump use. The advanced features were found to be set to on and were functioning correctly. The bolus history was found to be accurately recorded. Investigation revealed that the pump had been running on the incorrect time/date setting since (B)(6) 2014. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications.